Event description:
Revision of knee components approximately 8 months postoperatively due to loosening. This event occurred outside the us in (B)(6).

Manufacturer narrative:
Neither the explanted devices nor the device information were provided to the manufacturer for evaluation.